Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was trying to prime and pressed the esc button when the alarm occurred. Device has not been exposed to moisture but has been dropped when the clip falls off. Blood glucose value is unknown. Nothing further reported.